Manufacturer narrative:
Neither the needles nor the system were returned for analysis. No investigation of the needles or system is warranted as the reported issue does not imply a failure of galil medical's products. This event represents a known inherent risk of a cryoablation procedure and is identified in the labeling as a potential adverse event.

Event description:
A patient in the (B)(4) registry underwent an uncomplicated laparoscopic renal cryoablation. Pt. Presented approximately 10 days later with complaint of weakness, fatigue, loose stools, disorientation and fever. Evaluation revealed a uti and an infected urinoma associated with morganella morganii bacteria, mixed gp, and mixed anaerobes and continuous urine leak. The infected urinoma resolved after placement of a percutaneous catheter and antibiotic therapy. No additional sequelae. Patient underwent cryoablation for renal cell carcinoma on (B)(6) 2014. On (B)(6) 2014 patient presented with weakness, fatigue, loose stools, disorientation and fevers after using an enema post operation. Febrile uti was diagnosed and patient admitted and antibiotics administered. During the hospital stay, patient was found to have a left peri-nephric abscess after he failed to defervesce despite antibiotics. A drain was placed on (B)(6) 2014 after which the fever disappeared. Patient was discharged with three-week antibiotic therapy. On (B)(6) 2014 subject had a clinic visit with urology and imaging showed some leakage at the lower pole calyx of the left kidney, but no mention was made of peri-nephric fluid collection. On (B)(6) 2014 patient returned to urology and dr. (B)(6) had the drain pulled.